Manufacturer narrative:
(B)(4). Reported event was confirmed by visual examination of provide photograph. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. No product was returned the provided picture shows a g7 bearing provisional with no visible damage noted, no further evaluation can be performed using the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown liner lot #: unknown. Item #: unknown unknown stem lot #: unknown. Item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00654 head.

Event description:
It has been reported the mobility trial came off of the femoral head and got stuck in the soft tissue in pelvis. It was successfully removed. Attempts were made to obtain additional information; however, none is available at this time.

Event description:
It has been reported (B)(6), was doing a trial reduction with our dual mobility trial and the dual mobility trial came off of the femoral head and got stuck in the soft tissue in pelvis. A general surgeon was call to remove the provisional. Surgery was delayed an hour. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.